Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: were x-rays performed to localize the needle? Not needed because needle was removed. Was the needle removed from the patient? Yes. Was the procedure completed successfully? Yes. Lot number? Not provided. What tissue was being approximated/ sutured? Uterus. Device return status? The account does not have the product. Therefore, no product will be received. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Related events captured via 2210968-2022-04467.

Event description:
It was reported that a patient underwent a c-section on 05/16/2022 and suture was used. While closing the uterus, the suture snapped and frayed. Another like suture was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: we received product return for vcp946h, lot number sa2acq. Was vcp946h, lot sa2acq involved in the complaint? Was this product returned in error? The original complaint was reported based on the information the account reported to me. In following up with account, now they cannot confirm which sutures were submitted or involved. Returned product is pending analysis. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.